Event description:
On (B)(6) 2026, a patient presenting with intermittent edema for more than six months, worsened over the past month, underwent a renal puncture biopsy procedure using a maxcore device. It was reported that the introducer needle failed to rebound as expected, the physician subsequently adjusted the angle and performed a second sampling attempt, during which the introducer needle functioned properly and rebounded as intended, allowing successful specimen collection without further reported complications. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample has not been returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.